Event description:
It was reported that the device could not be interrogated. Additionally, after a software upgrade an error message was displayed indicating an fsm state action error. The device was restored to normal function. The patient condition was fine.